Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 300 tubes sst plh 13x75 3.5 plbl gold br had the stopper creep out. The following information was provided by the initial reporter: "when the tubes are in water bath, the stopper opens/releases."

Event description:
It was reported that 300 tubes sst plh 13x75 3.5 plbl gold br had the stopper creep out. The following information was provided by the initial reporter: "when the tubes are in water bath, the stopper opens/releases."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for stopper pop off with the incident lot was observed. Evaluating the photo, it is not possible to identify any failures, since the cap/stopper is open with no failures or presence of other visual problems. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10